Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to be turned back on after being turned off for an extended period of time. Customer¿s blood glucose level was 78 mg/dl.the customer reverted to an alternate method of insulin therapy.